Manufacturer narrative:
Corrected UDI for lot# 7671799: (B)(4).

Manufacturer narrative:
Additional statement: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The cause of the distal type I endoleak could not be determined with the information provided.

Event description:
Follow up imaging dated (B)(6) 2011 indicates the aneurysm measured 55 mm with no evidence of endoleak. On (B)(6) 2015, a CT showed the aneurysm measured 52 mm and a type ii endoleak was observed. The CT report also indicates that ...distal graft does not appose the walls of aorta allowing for perigraft flow... In addition there is increase in diameter of aneurysm of distal arch, descending thoracic aorta, aortic hiatus, and upper abdominal aorta."

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4). (B)(6).

Event description:
This patient is enrolled in the tag 08-03 study for evaluation of the conformable gore® tag® thoracic endoprosthesis for treatment of descending thoracic aortic aneurysms. Trialmaster® is the clinical study database (csd), capturing the data through the tag 08-03 module. On (B)(6) 2011, the patient underwent treatment of the thoracic aortic aneurysm with three conformable gore® tag® thoracic endoprostheses ((B)(4)- first most proximal device, (B)(4)- second device and (B)(4)- third most proximal device), no device issues were reported. The lsa was not covered during the procedure. No significant blood loss was reported and a transfusion was not required. The patient tolerated procedure. On (B)(6) 2011 a 6 month follow up CT was performed and a type ii endoleak was observed. Physician did a "wait and watch" procedure. On (B)(6) 2015 a CT was performed and type ii endoleak was observed. On (B)(6) 2015 an additional conformable gore® tag® thoracic endoprosthesis was implanted.